Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation and patient expiration could not be conclusively determined.

Event description:
During a unifocal pulmonary vein ablation procedure a cardiac perforation occurred and the patient expired. Following coronary sinus (cs) cannulation, multiple attempts were made to investigate the left ventricle (lv) summit region via the valve of vieussens (vv) and great cardiac vein (gcv). Once the livewire catheter had reached the gcv the lv was accessed for pace mapping. The catheter was then removed and attempts were made to cannulate the gcv and anterior interventricular vein with multiple guidewires but after no success an agilis was used for the cannulation. At this time hypertension followed by abrupted hypotension was noted. An effusion was diagnosed with intracardiac echography. Before the pericardiocentesis could be performed right ventricle collapse occurred rapidly. Chest compressions were administered continuously until a cardiothoracic surgeon could perform a pericardial window. Pulseless electrical activity was noted before a pericardial window could be attempted and the patient had expired. There were no performance issue with any abbott device.